Event description:
Per PICC nurse, the scanner does not hold a charge the battery shows one hundred percent full and after thirty minutes the unit shuts off.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of scanner does not hold a charge the battery shows one hundred percent full and after thirty minutes the unit shuts off was confirmed. During inspection the scanner was fully charged and ran for fifteen minutes and had an abrupt shut off, the cause of the reported issue is an internal battery failure. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per PICC nurse, the scanner does not hold a charge the battery shows one hundred percent full and after thirty minutes the unit shuts off.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of scanner does not hold a charge the battery shows one hundred percent full and after thirty minutes the unit shuts off was confirmed. During inspection the scanner was fully charged and ran for fifteen minutes and had an abrupt shut off, the cause of the reported issue is an internal battery failure. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation, as the device is being retained by the reporting facility at this time. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per PICC nurse, the scanner does not hold a charge the battery shows one hundred percent full and after thirty minutes the unit shuts off.